Event description:
The patient had a spinal cord stimulator (scs) revision on (B)(6) 2011 and stated that the scs was working well and the coverage was in the correct area. The patient stated as long as it stays the way it is, he will be fine. Patient recalled that around this time for the last one, a lead moved and things began to go wrong. It was reported on (B)(6) 2011 that the patient never experienced therapeutic effect following a replacement. The area of the patients symptoms was the lower back.

Manufacturer narrative:
(B)(4).